Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: as per the received information, the recipient experiences intermittent hearing sensation when applying pressure to the implant site. In addition, in situ measurements show eleven channels with hi impedance when pressure is applied. Damage to the active electrode is assumed. However the recipient is doing well with the device when no pressure is applied and therefore the device remains implanted and in use.

Event description:
It was reported by the recipient that approximately 4 months ago he started having intermittent sound or low sound volume when there is pressure applied to the area between the processor and pinna. In february of 2018 there was a reported head injury. At this time the plan is to keep the device in place as he is doing well with it and the problem is only when pressure is applied to the site.

Event description:
At the end of 2018 the recipient started having intermittent sound or low sound volume with pressure applied to the area between the processor and pinna. The recipient was sick for 8-9 months in and out of the hospital and taking many antibiotics in spring 2018. At that time, the user noted that when pressing the ear just above the tragus, sound became intermittent and reduced. The recipient recovered and has been well since (B)(6) 2018. Information received in november 2019 stated that the issues have continued and therefore the user was re-implanted on (B)(6) 2019 . According to information from the field the device appeared to have created its own bone bed over time.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported by the recipient that approximately 4 months ago he started having intermittent sound or low sound volume when there is pressure applied to the area between the processor and pinna. In (B)(6) of 2018 there was a reported head injury. At this time the plan is to keep the device in place as he is doing well with it and the problem is only when pressure is applied to the site.